Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm, unresponsive button and scrolling number display anomaly due to blank display. The insulin pump had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer advised the buttons were unresponsive a week ago but then seemed to work. Customer received a button error alarm and used the down arrow to get the device to work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.